Event description:
It was reported that the power load system was not release or lock into place properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.